Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "keypad," which was reproduced. The device evaluation confirmed the ok, #0, #1, #3, (.), #4, #5, #6, #7, #8 and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the ok key will occur following the selected key's function (interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had an unknown symptom involving its "keypad." It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The date of this report on the initial manufacturer report was incorrect and has been updated.